Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was stalling and the lights were flashing while trying to morcellate extremely dense fibrous tissue. The procedure was completed with another motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.